Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a mamba flex 150cm microcatheter. The judo guidewire used in the procedure was also returned. The hub, shaft and tip were microscopically examined. The device showed a burst outer sheath located 63cm from the tip. No other damage was noticed. The reported complaint was issued for a guidewire restriction during the procedure. The returned judo guidewire could not be used for testing purposes due to the damage at the tip of the wire. An .016 inch test guidewire was inserted into the hub end of the device and transcended through the device with no issues. A tortuous anatomy was induced into the mamba at the tip end of the shaft and the guidewire transcended through this area with a slight restriction; however, the device passed through the entire shaft. Inspection of the remainder of the device, revealed no damage or irregularities. Testing analysis and characterization identified the images reveal no presence of inner liner damage in the shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 16dec2020. It was reported that friction occurred. A percutaneous coronary intervention was being performed on a chronic totally occluded lesion in the right coronary artery. A 150cm mamba flex microcatheter was placed retrograde with a non-boston scientific guidewire up to the distal cap. The guidewire was then switched to a judo 3 guidewire. The judo 3 guidewire advanced through the lesion, but the mamba could not pass the highly calcified lesion. The mamba could also not be manipulated and inside friction was felt. The mamba and guidewire were removed from the patient. The procedure was successfully completed with a non-boston scientific device without issue or patient injury. However, returned device analysis revealed on outer shaft burst.